Event description:
It was reported that the bd alaris¿ lvp 20d 2ss cv had a pinhole with fluid forming a bubble from hole. The following information was provided by the initial reporter: reported issue: problem: pin hole found right below the blue piece that goes at the top of the pump. Fluid noted to form bubble from hole.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 20125495 d4: medical device expiration date: 22dec2023. H4: device manufacture date: 22dec2020. D4: medical device lot #: 21015141 d4: medical device expiration date: 04jan2024 h4: device manufacture date: 04jan2021 d4: medical device lot #: 21015779 d4: medical device expiration date: 12jan2024 h4: device manufacture date: 12jan2021 d4: medical device lot #: 21015780 d4: medical device expiration date: 13jan2024 h4: device manufacture date: 13jan2021 d4: medical device lot #: 21015783 d4: medical device expiration date: 12jan2024 h4: device manufacture date: 12jan2021 d4: medical device lot #: 21015784 d4: medical device expiration date: 12jan2024 h4: device manufacture date: 12jan2021 d4: medical device lot #: 21015493 d4: medical device expiration date: 09jan2024 h4: device manufacture date: 09jan2021 h6: investigation summary a complaint of a set having a pinhole was received from the customer. One sample was received for investigation. Through visual inspection, no defects or damages could be seen on the tubing. The set was then primed and leakage was observed at the top of the pumping segment. A pinhole was seen. Possible lots were determined using the smartsite ids. The device history review was performed for the potential lots. A device history record review for model 2420-0007 lot number 20125495 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 22dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 21015141 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 04jan2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 21015779 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 12jan2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 21015780 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 13jan2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 21015783 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 12jan2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 21015784 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 12jan2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 21015493 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 09jan2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect. The root cause was determined to be misloading of the pumping segment. When the segment is not loaded from top to bottom it can create these tears in the tubing. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ lvp 20d 2ss cv had a pinhole with fluid forming a bubble from hole. The following information was provided by the initial reporter: reported issue: problem: pin hole found right below the blue piece that goes at the top of the pump. Fluid noted to form bubble from hole.